Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported left side rupture. Later reported "waterfall effect" and "small residual adenose/fibroadenous lumps" "fragment of liquid" diagnosed via ultrasound and MRI. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: lump/nodule: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Later reported "waterfall effect" and "small residual adenose/fibroadenous lumps" "fragment of liquid" . Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side rupture. Later reported "waterfall effect" and "small residual adenose/fibroadenous lumps" "fragment of liquid" . Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26aug2024.